Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 10, 3331 and 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported device was received for evaluation. Visual inspection, of the as returned concomitant implant, identified signs of bone tissue attachment from trephining about the implant threads. The drive feature was inspected, and some signs of damage to the internal threads of the implant are noted. A small piece of the reported fractured screw is visible at the bottom of the drive feature. This piece is too badly damaged to be removed. The reported condition of a fractured screw was confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. For the unknown biomet screw, DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the concomitant implant for similar event and no other complaint was identified. A complaint history review could not be performed for the unknown biomet screw without relevant item and lot information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient presented with an unknown biomet abutment screw fractured in the bopt4313 implant. Doctor was unable to remove the screw from the implant and the implant was removed. Tooth site # 9. Patient was grafted and sent home to heal.